Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2022-00051.

Event description:
The patient was undergoing a coil embolization procedure to treat a carotid-cavernous fistula (ccf) using penumbra coil 400s (pc400s), a neuron 6f 070 delivery catheter (neuron 070), a px slim delivery microcatheter (px slim), and a guidewire. During the procedure, the physician successfully implanted two pc400s using the neuron 070 and px slim. Next, the physician experienced resistance while advancing the third pc400 through the px slim. Subsequently, the pc400 unintentionally detached with part of the pc400 in the px slim and the other part in the fistula. Therefore, the physician used the guidewire to push the pc400 into the fistula. Next, the physician experienced resistance while advancing a new pc400 through the px slim. The physician decided to retract the pc400; however, while retracting the pc400, it unintentionally detached inside of the px slim. Therefore, the px slim was removed with the detached pc400 inside. The procedure was ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pc400 confirmed that the embolization coil was detached from its pusher assembly. Evaluation revealed that the pet lock was separated, the pull wire was retracted out of its distal detachment tip (ddt). This type of damage indicates a successful detachment. If the pet lock is inadvertently separated during retraction of the device and the pull wire is retracted out of the ddt, the embolization will detach from its pusher assembly. Further evaluation revealed pusher assembly kinks and offset coil winds on the embolization coil. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2022-00051.